Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route not reported). No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.